Event description:
Patient's meter had been giving pt inaccurately low readings, which resulted in seeking medical attention. In 2002, patient tested their bg and obtained a reading of 80 mg/dl at 3 pm. They then ate some sugar. Patient felt fine and did not have any symptoms of high or low blood sugar. Within an hour they fell unconscious. Patient was then taken to the ER, where the hospital meter read 25 mg/dl and their lfs meter read 110 mg/dl. Patient was treated with glucose. After they were treated with glucose, hospital tested their bg again and they were a 229 mg/dl on hospital meter and a 300 mg/dl on their lfs meter. Patient has been cleaning the meter properly, code # matches, check strip passed and the test strips are in good condition and has been opened for more than 4 months. Patient however, does not have ctrl sol. Medical affairs is reporting this case as an adverse event, because patient was treated in the hospital for low bg and because if patient had known meter was reading lower, patient would have treated themself better than just having some sugar. The readings compared to hospital meter is an invalid comparison.